Manufacturer narrative:
Investigation summary: the root cause category is non assignable (complaint not confirmed). The wrap cell-pack is what provides the heat; cell packs are made up of a top sheet hna (hot needle aperture) and bottom sheet that encapsulates the mixture of chemistry pre mix a powder which is made up of a soft iron, carbon, and agm (absorbent gelling material). A brine (water, salt, sodium "thiosulfate") solution is dosed into cell containing the chemistry during production. The amount of brine added to a cell pack is small 0.09 grams and all brine is absorbed by the chemistry premix. Consumer states "the heat cells were losing water during usage". The wraps when warm can cause the point of use to perspire. It is possible the moisture is perspiration. Our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is in date. Complaint was not confirmed.

Event description:
Event verbatim [preferred term] one heat wrap of a 2ct pack is complained because the heat cells were losing water during usage [device leakage]. Case narrative:this is a spontaneous report from a contactable pharmacist. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare lower back & hip), device lot number m74973 , expiration date sep2018 , via an unspecified route of administration from an unspecified date to an unspecified date at an unspecified dose for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient stated one heat wrap of a 2ct pack is complained because the heat cells were losing water during usage on an unspecified date. The action taken and outcome of the event was unknown. Quality assurance results received on 23sep2016 for thermacare heatwrap included: an investigation summary: the root cause category is non assignable (complaint not confirmed). The wrap cell-pack is what provides the heat; cell packs are made up of a top sheet hna (hot needle aperture) and bottom sheet that encapsulates the mixture of chemistry pre mix a powder which is made up of a soft iron, carbon, and agm (absorbent gelling material). A brine (water, salt, sodium "thiosulfate") solution is dosed into cell containing the chemistry during production. The amount of brine added to a cell pack is small 0.09 grams and all brine is absorbed by the chemistry premix. Consumer states "the heat cells were losing water during usage". The wraps when warm can cause the point of use to perspire. It is possible the moisture is perspiration. Our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is in date. Complaint was not confirmed. Follow-up (16dec2019): this follow-up report is being submitted as a final reportable MDR., comment: the event "heat cells were losing water during usage" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Investigation summary: the root cause category is non assignable (complaint not confirmed). The wrap cell-pack is what provides the heat; cell packs are made up of a top sheet hna (hot needle aperture) and bottom sheet that encapsulates the mixture of chemistry pre mix a powder which is made up of a soft iron, carbon, and agm (absorbent gelling material). A brine (water, salt, sodium thiolsulfate) solution is dosed into cell containing the chemistry during production. The amount of brine added to a cell pack is small 0.09 grams and all brine is absorbed by the chemistry premix. Consumer states "the heat cells were losing water during usage". The wraps when warm can cause the point of use to perspire. It is possible the moisture is perspiration. Our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is in date. Complaint was not confirmed

Event description:
Event verbatim [preferred term] one heat wrap of a 2ct pack is complained because the heat cells were losing water during usage [device leakage] , . Case narrative:this is a spontaneous report from a contactable pharmacist. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare lower back & hip) , device lot number m74973 , expiration date sep2018 , via an unspecified route of administration from an unspecified date to an unspecified date at an unspecified dose for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient stated one heat wrap of a 2ct pack is complained because the heat cells were losing water during usage on an unspecified date. The action taken and outcome of the event was unknown. Quality assurance results received on 23sep2016 for thermacare heatwrap included: an investigation summary: the root cause category is non assignable (complaint not confirmed). The wrap cell-pack is what provides the heat; cell packs are made up of a top sheet hna (hot needle aperture) and bottom sheet that encapsulates the mixture of chemistry pre mix a powder which is made up of a soft iron, carbon, and agm (absorbent gelling material). A brine (water, salt, sodium thiolsulfate) solution is dosed into cell containing the chemistry during production. The amount of brine added to a cell pack is small 0.09 grams and all brine is absorbed by the chemistry premix. Consumer states "the heat cells were losing water during usage". The wraps when warm can cause the point of use to perspire. It is possible the moisture is perspiration. Our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is in date. Complaint was not confirmed. Company clinical evaluation comment the event "heat cells were losing " (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device., comment: the event "heat cells were losing " (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device.